Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, during a tepp hernia and when he removed the stage 1 trocar the seal on stage 2 ripped. This meant he could not inflate the stage 2 balloon because of a leak. He therefore had to remove the whole system and use a new device to good effect. The surgeon did notice a portion of the torn rubber seal in the port but was able to remove this so it did not enter the patient cavity. The product was not resterilised prior to this incident.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one sm plus btt/oval balloon dissector opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed on the white seal of the dissector balloon section. The blunt tip trocar balloon inflated properly, and no leaks were detected. Due to the observed damage to the seal, the dissector balloon would not inflate properly. However, when the hole containing the white seal was covered, the dissector balloon inflated properly which verifies that the dissector balloon was intact. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet medtronic quality release specifications due a torn seal. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.